Manufacturer narrative:
Qc before the event was within the established ranges. The customer is doing twice weekly maintenance with bci naclo solution and saline. The field service engineer (fse) replaced the sodium (na) reference electrode, potassium (k) tip, potassium (k) body and chloride (cl) tip. The fse also cleaned the ports in the flowcell.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated sodium (na) and chloride (cl) results generated by synchron lx20 clinical system. The results were not reported out of the laboratory. Subsequent testing produced lower results. There was no effect to the patient treatment or diagnosis.